Event description:
It was reported that during a ptca procedure, the physician experienced initial difficulty inflating the balloon. Upon removal, the distal shaft separated and remained in the pt. All pieces were successfully retrieved and the pt status is listed as "okay".